Event description:
It was reported that the patient presented to the hospital for an MDR scan. The patient underwent MRI scanning without informing the hospital team of the presence of an implantable cardioverter defibrillator (ICD). Consequently, the ICD switched to backup vvi mode without available high-voltage therapy. With assistance from technical services, the device was restored to normal operation. The patient remained in good condition throughout the event.